Event description:
Device malfunction: difficulty removing filter, filter entrapment, filter wire separation. Time of malfunction: during the procedure. Symptoms/ae: filter embedded in vessel, portion of filter wire remains in vessel, hypotension. It was reported that during a right common carotid artery stenting procedure, the rx accunet was placed through a heavily calcified lesion and parked in the right internal carotid artery without any problems. Because of the calcification the physician chose to implant an omnilink stent in the target lesion over a .035 buddy wire, not over the filter wire. The omnilink stent delivery system and buddy wire were removed without difficulty, but the rx accunet wire was trapped between the implanted stent and vessel wall and the filter could not be removed. The physician tried to pull out the filter and, in doing so, the filter wire separated into two pieces, leaving an unknown length of wire in the patient, extending from behind the stent possibly to the abdominal aorta. The physician collapsed the filter and deployed a second rx accunet above the stent to catch debris, then implanted an rx acculink distal to the omnilink to crush the filter into the vessel wall. The second filter was removed without difficulty. The patient experienced some hypotension but was neurologically intact. Although requested, no additional information was provided.

Manufacturer narrative:
Stent placement over inappropriate guide wire. The filter and a portion of the filter wire remain in the anatomy. A portion of the accunet wire was received. Investigation is not yet complete.